Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she's been receiving motor error alarms for the past 2-3 months, and that her blood glucose has been running high during that time frame as well. The patient's blood glucose value at the time of incident was 229 mg/dl. The customer states that the motor errors occur during a bolus. Troubleshooting was initiated and the customer confirmed that she was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and no low reservoir alarm during our testing noted and the motor passed motor test. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.